Event description:
Device 1 of 2. Ref. MFR report# 1627487-2014-08037. It was reported the pt was not feeling enough relief in her affected areas from her scs system due to lead migration. The pt was revised on (B)(6) 2014 and her two leads which had migrated were removed and replaced with a different model lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.